Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that the patient experienced a pericardial effusion. During a percutaneous myocardial ablation procedure to treat ventricular fibrillation, an intellamap orion catheter, an intellanav mifi open-irrigated catheter, an unknown non-boston scientific (bsc) catheter and non-bsc sheaths were selected for use. Pulmonary vein (pv) isolation was performed upon atrial fibrillation case. Heart shadow movement was slightly not good during pv isolation. It was checked by echocardiogram, but there was no pericardial effusion observed. Again after cavo-tricuspid isthmus (cti) ablation, an echocardiogram was done and a pericardial effusion was observed, so drainage was performed. About 150ml of blood was removed and the bleeding stopped immediately. The procedure was completed and the patient was discharged. It was unknown if any catheter cause or contributed to the event.